Event description:
Device 1 of 2: MFR reference report: 1627487-2019-02631.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR reference report: 1627487-2019-02631. It was reported that the patient experienced ineffective stimulation due to lead migration. As a result, surgical intervention was undertaken wherein the system was explanted on (B)(6) 2019.